Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2024-08003. It was reported that following strenuous activity, the patient experienced ineffective therapy. X-ray imaging revealed that both of the patient's leads migrated. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein both leads were explanted and replaced to address the issue.